Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to migration and charging difficulties, according to the surgeon, the patient's body's healing process actually caused the pocket to lose its form, allowing the battery to flip and move. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the medical facility and will not be returned for analysis. No additional adverse patient effects were reported.